Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt.

Event description:
Approximately fourteen months after the implantation, the patient developed increased lvad power consumption and estimated flows along with amber colored urine. The patient was treated with thrombolysis with initial normalization of the pump parameters. However, these parameters increased again and a decision was made to exchange the pump. The exchanged pump was noted to have no evidence of thrombus in the outflow graft. They were unable to fully visualize the impeller for thrombotic material. The patient returned to the intensive care unit (ICU) in stable condition where he is being evaluated for heart transplant. Investigation is ongoing.

Manufacturer narrative:
The product was returned to heartware. Various analyses were conducted and reviewed in order to evaluate the performance of the pump in relation to the reported event. Review of the manufacturing documentation confirmed that pump met all requirements for release. Post-explant engineering analysis did not reveal any conditions that could have cause or contributed to the reported event. Independent pathological analysis confirmed the presence of thrombus within the pump; however, the origin of the thrombus cannot be conclusively determined. The cause of the reported event cannot be determined, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. No additional information will be forthcoming.